Event description:
The customer tested her blood glucose and received a reading of 94 mg/dl using her breeze2 meter. She retested using another meter and received a reading of 240 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. While customer service attempted to gather more info from the customer, she ended the call. Attempts to contact the customer were not successful. No product will be returned for eval.